Manufacturer narrative:
Failure analysis noted that the act button on the insulin pump did not respond due to corroded keypad traces. They were unable to verify the compromised force sensor system alarm due to the unresponsive button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 164 mg/dl at the time of incident. The customer stated that piston kept going and did not stop when she released the act button and they were unable to exit the "preparing to prime" loop. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.